Event description:
It was reported that the patient has had vns for over 20 years, and they were informed by the provider that the wire in their neck was broken and does not want to remove it. No other information was provided. No other relevant information has been received to date.